Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent unspecified malfunction alarms occurred. Customer reported allowing pump battery to deplete, charged the battery and resumed insulin to address the issue. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was in 186-238 mg/dl range.